Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, 8mm mega suturecut needle driver (nd) instrument had an error code during the procedure. When investigating, customer noticed that the device had a s crew/pin sticking out of the distal end and it would not allow the device to be removed from the cannula. The customer thinks that the cannula may have been damaged while trying to remove the device. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument inspected prior to use. There was no damage or anything out of the ordinary observed. The port incision was not increased in order to remove the instrument and cannula together. It was unknown if fragment fell inside patient anatomy. The instrument did not collide with any other instrument or tool during procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver (nd) instrument for failure analysis investigation. The instrument was analyzed, and the dislodged clevis pin was attached inside the hole on one side. The instrument was returned with cannula and seal attached. Initial findings were confirmed. The instrument was given to manufacturing engineering for further review. The swaged side of the clevis pin appeared to be straight indicating that the pin was likely underswaged during manufacturing, causing it to get dislodged over time and use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm mega suturecut needle driver instrument associated with the customer-reported complaint. The instrument was analyzed, and the dislodged clevis pin was attached inside the hole on one side. The instrument was returned with cannula and seal attached.